Event description:
It was reported that on (B)(6) 2014 patient presented to the operating room. Surgeon stated that the patient had been doing pushups on his non-healed ulna, and has a non-union, and two broken screws. All hardware was removed, and patient had another open reduction internal fixation. Patient was grafted using his own iliac crest bone wedge and plated again with a 2.7/3.5 variable angle olecranon plate. Operative time was extended 30 minutes due to difficult removal of hardware. Surgery was successfully completed with no reported patient harm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for 11 unknown screws, six 3.5mm cortex screws, two 3.5mm locking screws, three 2.7mm va locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.